Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male pt alleged that he had an open sore that was oozing under the front therapy electrode (te). Initial follow up indicated that the irritation was still present. Three additional follow up attempts were made without success. Review of the pt's downloaded data indicates that the pt continues to wear the lifevest.

Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the MFR for a separate issue. That issue was reported on MDR 3008642652-2015-01728. There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.